Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 600 mg/dl. It was stated that the customer was experiencing high glucose for the past two days. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. It was stated that the insulin pump was not recording any of the history, and the settings on the insulin pump had been cleared. The mother also stated that the customer was not receiving the correct amount of insulin. No further info was provided.